Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1910mg/dl. It was stated that the customer treated his high blood glucose of 400 mg/dl with 15.0 units of insulin and a few hours later, his glucose level increased to more than 700mg/dl. It was stated that the customer disconnected the insulin pump and went to the hospital. The nurse stated that the customer was sleeping at the time of call and his blood glucose was treated with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.